Manufacturer narrative:
Additional information: d9, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device and two photos were available for evaluation. A visual inspection of the returned photos noted that the first image depicts the reload with its jaws opened and undeployed staples at the 3mm cut line. The anvil of the reload was bent and the device was on top of its packaging next to the staplers packaging. The second image depicts the reload with its jaws open on top of the stapler packaging. There were no visible staples noted by the angle of the image. The visual inspection of the returned device found the loading unit was partially fired. The anvil was bowed. The clamping mechanism was deformed. Functional testing found, when the loading unit was loaded into a representative instrument, that the interlock was overridden, the loading unit was cycled without hesitation or binding and was applied to test media. All remaining staples were placed and test media was cleanly transected. The interlock was tested and found to function properly. It was reported that the instrument was bent and partially fired. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The issues can occur when there is application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: select a loading unit with the appropriate staple size for the tissue thickness. Overly thick or thin tissue may result in unacceptable staple formation. Always include the combined thickness of the tissue and of any staple line reinforcement material in use when choosing the proper staple cartridge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic video-assisted thoracic surgery (vats) lobectomy, during pulmonary parenchyma, the stapler fired, but the handle made a cracking sound and the blue 60mm load stopped after firing 2 centimeters at the beginning of the staple line. The anvil was also bent curved. The surgeon changed the reload to another blue load, compressed the tissue and fired again, but the same issue occurred. The surgeon switched to a green 60mm load, but it also stopped firing after two centimeters and had a bent anvil. The handle was changed and a new green 60mm reload was used with it, but the issue occurred once more. The surgeon finally made a conversion to open procedure and finished the procedure with thoracic-abdominal staplers. The surgical time was extended for more than 30 minutes.

Manufacturer narrative:
D10 concomitant product: egiaushort endogia ultra univ sht stap (lot#: p3k1152); 030458 endo gia r/or 60 3.5mm (lot#: t2k071x); 030458 endo gia r/or 60 3.5mm (lot#: t2k071x); 030459 endo gia r/or 60 4.8mm (lot#: t2l066x); egiaushort endogia ultra univ sht stap (lot#: p3k1152). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803 medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.